Event description:
A lady who has a history of peripheral vascular disease. She had a percutaneous intervention done on her left superficial femoral artery via the right groin in 2006. After successful completion of her procedure, a selective right femoral angiogram confirmed that the artery was free of any significant disease. Therefore, a starclose device was used to close the right femoral artery access site. Device was unsuccessful with development of a hematome which required compression with femstop to achieve hemostasis. Subsequent follow up arterial duplex scan showed a severe stenosis in the right femoral artery at the site of closure with the device with a peak systolic velocity of 531 cm/sec with abnormal abi. A selective angiogram done in 2007, showed a severe greater than 80% stenosis at the site of the starclose device implant. She currently has significant claudication to her right lower extremity due to this and is being considered for surgery.